Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2022-00035.

Event description:
Three torque limiting handles were returned to the manufacturer for evaluation as part of a concern with malfunctioning drivers. The torque handles were subsequently tested and found to output torque above the required limit. This is report two of three for this event.

Manufacturer narrative:
Device evaluation: the returned handles were each tested with all of the three returned long drivers. Internal checks indicated a potential for the drivers to be nonconforming. They were sent out to the calibration supplier for further testing. The supplier found the drivers to be conforming to calibration specifications. Visual inspection revealed that the drivers have no damage. The complaint is unrefuted for not tightening as expected. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
Three torque limiting handles were returned to the manufacturer for evaluation as part of a concern with malfunctioning drivers. The torque handles were subsequently tested and found to output torque above the required limit. This is report two of three for this event.